Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was not returned as it remains implanted in the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the driveline in relation to the reported event. Field service engineer confirmed the presence of a foreign material in the driveline connector and a cleaning procedure was performed successfully. The reported electrical faults were confirmed via review of the log files, which revealed electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event is the ingress of contaminants onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminants to enter the driveline connector. There was no adverse effect on the patient as consequence of the reported event or cleaning procedure. There are no known patient clinical factors that could have contributed to this event. An internal investigation has been opened by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that there were e-faults with visible inside the connector of the driveline. A driveline cleaning was performed and the connector was cultured. There was no effect on the patient reported. Pump remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed. Still implanted.